Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found that the malfunction with the host pc and hdd on the host pc was not running, as a result of this the host pc was not booting-up at all. The fse did few hard shutdowns, after that the system was running again and replaced the host pc as a preventive measure. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that sometimes the host pc of allura system did not boot up at start up. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and returned the system to use in good working order. Philips has continue to investigation of the complaint.